Manufacturer narrative:
(B) (4).

Event description:
The patient had a dizzy spell and fell onto her buttocks. She subsequently experienced a loss of stimulation sensation an a return of symptoms. She was able to turn the device up to 2.1v and could feel stimulation. Further information is being requested from the hcp.